Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to a suspected lead fracture. Insulation damage, abnormal impedance measurements, high threshold measurements, noise, oversensing, undersensing and pacing inhibition were noted as a result of the fracture. A new rv lead was implanted. No additional adverse patient effects were reported.